Event description:
Reportable based on device analysis completed on 11mar2015. It was reported that the coil became unraveled. The patient was undergoing a transjugular intrahepatic portosystemic shunt (tips) venogram and coil embolization. The anatomy was moderately tortuous. An 8mm interlock¿-35 was used for treatment with an 038 imager ii catheter. Continuous flushing was performed. While deploying the coil, it was noted that a part of the coil was unraveled. The device was removed. The procedure was able to be completed. There were no complications reported and the patient's status was fine. However, device analysis revealed that the interlocking arm of the main coil was detached.

Manufacturer narrative:
Device evaluated by manufacturer:the device was returned for analysis. A visual inspection was performed. The coil was found to be stretched. A microscopic inspection was performed. The coil zap tip was inspected and no damage noted. The interlocking arm of the main coil was observed to be missing. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via voluntary medwatch (B)(4) that the procedure was for a coil embolization of two large gastroesophageal variceal systems.